Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 54 months, was explanted due to the advisory issued on this device model. There are no allegations against device function.